Event description:
Elderly patient undergoing low anterior resection. When physician attempted to use cautery pencil on coagulation setting, the pencil did not work. Grounding pad and cautery unit checked and did not malfunction.